Event description:
It was reported that the syringe 0.5ml 29ga 1/2in bls 400 sg experienced safety shield failure.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in bls 400 sg experienced safety shield failure.